Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 700 mg/dl with high ketones. Elevated bg was address by correction injection via manual injection. Customer reverted to an alternate method of insulin delivery.